Manufacturer narrative:
Ricci et al. "Is primary total elbow arthroplasty safe for the treatment of open intra-articular distal humerus fractures?" Injury, int. J. Care injured 45 (2014) pg. 1747-1751. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following could not be completed with the limited information provided. Weight ¿ ni, date of event - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - the article was written by michael s. Linn, michael j. Gardner, christopher m. Mcandrew, bethany gallagher and william m. Ricci, manufacture date - ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1822565-2017-00616).

Event description:
It is reported in a journal article that a patient experienced pain, radiographic loosening of the humeral stem and bushing wear following elbow arthroplasty over eleven years post-operatively. The patient elected to not be revised. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.